Event description:
It was reported that bd integra¿ syringe w/ detachable needle had a wire sticking out of the hub and poked the user. This was discovered during use. The following information was provided by the initial reporter: material no. 305270, batch no. 9001856. It was reported that a piece of wire is sticking out of the hub where the needle is screwed in. It was sharp and it poked her finger and broke the skin. No medical attention required. Spoke with pharmacist. She opened a syringe to give a shingles vaccine and said "it has a piece of wire sticking out where the needle screws on to the syringe, the metal is stuck where you screw it in. It's really, really sharp" and it poked her in the finger & did break the skin. She did not need any medical intervention. She has the product available to send in (needs a canister I guess?) And she is also willing to take pics and send them in. She did not mention refund/replacement.

Manufacturer narrative:
H.6. Investigation: one 3ml integra syringe with needle in an opened blister pack from batch 9001856 (p/n 305270) was received and evaluated. It was observed the "wire" appeared to be part of the spring used in the needle retraction mechanism of the hub. It was protruding approximately 0.5" from the bottom of the luer and was rejectable per product specification. Potential root cause for the exposed spring defect is associated with the needle manufacturing process. The sample was forwarded to the needle manufacturing site for evaluation and potential root cause determination. One sample was received. The needle assembly came connected to a 3ml syringe. The needle assembly was removed from the syringe for inspection/ analysis. The needle assembly plastic hub is built by two plastic parts; one has a metal spring that goes inside and the other one has the needle assembled and fixed with white epoxy to it, the piece of wire coming out of the plastic hub is the metal spring wire. During the assembly process was not properly assembly and ended up out of the plastic hub. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ syringe w/ detachable needle had a wire sticking out of the hub and poked the user. This was discovered during use. The following information was provided by the initial reporter: material no. 305270 batch no. 9001856. It was reported that a piece of wire is sticking out of the hub where the needle is screwed in. It was sharp and it poked her finger and broke the skin. No medical attention required. Spoke with pharmacist. She opened a syringe to give a shingles vaccine and said "it has a piece of wire sticking out where the needle screws on to the syringe, the metal is stuck where you screw it in. It's really, really sharp" and it poked her in the finger & did break the skin. She did not need any medical intervention. She has the product available to send in (needs a canister I guess?) And she is also willing to take pics and send them in. She did not mention refund/replacement.